Manufacturer narrative:
Updated data: b2. B5. H6. This is a system report. The section d information is for the primary device, which was in use with the following: brand name vlv evolut-34 product ID: evolutfx-34, serial: (B)(6), use by date: 2024-07-30, UDI: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the patient had a pre-existing bicuspid aortic valve. During deployment of the valve, 2 recaptures were performed, but the patient was not tolerating the recaptures well. 8 days following the implant of the valve, a permanent pacemaker was implanted for complete heart block (chb) and unspecified atrial arrhythmias. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pre balloon aortic valvuloplasty (bav) was performed. No post bav was performed. The depl oyment starting point was noted to be the bottom of the pigtail. Prior to the valve dislodgement, the implant depth on the non-coronary cusp (ncc) was noted to be 3 and the left coronary cusp (lcc) was noted to be 6 (65 degree root angle). After the valve dislodge ment, the implant depth on the ncc was 5 and the lcc was 8. The paravalvular leak (pvl) that was observed was moderate severity. Per the physician, the patients bicuspid anatomy contributed to the valve dislodgement. The second valve was implanted within the first valve due to deep implant depth and pvl.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram was performed that revealed no paravalvular leak (pvl) and a gradient of 3 millimeters of mercury (mmhg). Another echocardiogram was performed during the closure of the femoral access site and pvl was subsequently observed. The valve had dislodged 1-2 millimeter¿s (mm) towards the ventricle. A decision was made to snare the valve up and off the mitral valve and to implant a second valve. A new valve was loaded on a new dcs and implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 ; product lot/serial number unknown; product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 ; product lot/serial number unknown; product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that two recaptures were performed due to the implant depth was deep on the left coronary cusp and the implanting physicians were concerned about mitral impingement. In addition, the type of atrial arrhythmias was unknown. No adverse patient effects were reported.